Event description:
It was reported that the patient experienced a syncopal episode. The right atrial (ra) lead exhibited low impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4024-58 lead implanted: 2000 (B)(6). (B)(4).